Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97791, lot# unknown, explanted: (B)(6) 2016, product type: accessory. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. Information received from the patient via the manufacturer's representative reported that, for the past year, they had swelling over one of the lead components of the implantable neurostimulator (ins) system. It was noted that for the first 6 months post implant everything was fine. At first the patient could turn the stimulation off and the swelling would decrease but currently it did not respond to turning the stimulation on or off. It was so swollen that it could be seen through the patient's jacket. The patient's doctor had done x-rays, a myelogram, and an MRI but the leads had not migrated. The patient had no known allergies to anything. The affected lead was in their shoulder for neck pain. It was unsure why only one lead was affected since the patient had 4 leads of the same model. Follow up information reported that the patient was to see a physician at later date to re-evaluate whether they should have a lead revision. The patient was offered materials to pursue testing with an allergist or dermatologist but declined as they did not think it was the make-up of the leads. No additional information was able to be obtained. It was later reported that the patient's developed swelling and burning was over the right scapular area radiating to their right shoulder area. The burning and swelling continued when the system was off but it was less intense. The patient denied any factors such as falls, trauma, or electromagnetic interference to have been associated with this report. Stimulation was appropriate for the pain target. Reprogramming by the manufacturer representative did not change the issue. It was reported that there was a lead migration. The patient reported a severe surge of current to their legs and feet while they were crawling under a fence to save a kitten. The date that the surge occurred was asked but unknown. The patient turned the system off. An appointment was scheduled with the manufacturer representative for (B)(6) 2016. Impedances were checked during the appointment and were found to be within normal range. The patient was sent for an x-ray but the results were not known at the time of the report. The therapy was turned off. An explant of the entire system was performed on (B)(6) 2016. The patient has a second system that remained implanted. The report 3004209178-2016-07610 addresses the information about the remaining system. The patient was reported to have chronic pain syndrome.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 97791, explanted: (B)(6) 2016, product type: accessory. Product ID 97791, explanted: (B)(6) 2016, product type: accessory. The lead (serial #(B)(4)) was returned and analysis found the lead body was cut through and the product was segmented. The lead (serial #(B)(4)) was returned and analysis found the lead body was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID: 97791, lot# unknown, explanted: (B)(6) 2016, product type: accessory; product ID: 97791, lot# unknown, explanted: (B)(6) 2016, product type: accessory. Other relevant device(s) are: product is: 977a290, serial/lot #: (B)(4), ubd (B)(4) 2017, UDI#: (B)(4); product is: 977a290, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). Previously submitted event date no longer applies to event. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spinal cord stimulation system was implanted to help with their neck pain, and it worked to help that pain. The system caused their shoulder to swell up so bad that they could not lift their arm. The healthcare provider told the patient to use the system for a full year to see if the issue would resolve, but it did not. The ins and leads were surgically removed on (B)(6) 2016 for the issues above. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.